Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and confirmed that it was cartridge chemistry (cc) sample probe that leaked and not modular chemistry (mc) sample probe originally stated by the customer. Fse replaced the collar wash valve to resolve the issue. (B)(4).

Event description:
The customer reported a contained modular chemistry (mc) sample probe leak on their unicel dxc 600 pro synchron system. The customer indicated the leak was from the mc sample probe collar wash and down onto the evaporation covers within the instrument. The operator wore a lab coat, gloves and eye protection while operating the instrument. No one was injured or needed medical attention. No erroneous results were generated or reported out of the laboratory.